Event description:
My healthcare issued me a zio heart monitor by irhythm technologies, inc for a duration of 7 days. Within the 4 minutes of application, my chest turned bright red, it burned and was itchy, plus and I started to experience shortness of breath. So I removed the device as quickly as possible but where the adhesive was, it left a huge red mark, caused a blood blister, along with tenderness and dryness, even after 3 days it's obvious what happened.